Manufacturer narrative:
The picking up mechanism was returned to tosoh instrument service center for investigation. Functional testing could not confirm the reported hybrid arm/ cup transfer cup pickup failure. The most probable cause of the reported event is unknown, could not duplicate problem.

Event description:
N/a.

Manufacturer narrative:
Device evaluation by manufacturer: a field service engineering (fse) was at the customer's site to address reported event. Fse confirmed reported error by reviewing the error log but could not reproduce problem. Fse performed several cup transfer macros and noted the hybrid arm was performing as expected. Fse proactively replaced the picking up mechanism, aligned all mechanics and verified cup transfer evaluation macros were performing as expected. Fse successfully validated instrument by running quality controls and several patient samples without error. No further action required by field service. The aia-2000 instrument is functioning as expected. The aia-2000, serial number (B)(4), was installed on 26jan2021. A complaint history review and service history review for similar complaints was performed from installation date through aware date. There were no other similar complaints identified during the searched period. The most probable cause of the reported event is pending investigation completion.

Event description:
A customer reported getting error message "2151 hybrid arm/ cup transfer cup pickup failure" on the aia-2000 instrument. Instrument is down. A field service engineer was dispatched to address the reported event, which resulted in delayed reporting of patient samples for luteinizing hormone (lhii), estradiol (e2) and intact parathyroid hormone (ipth). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.